Event description:
Same cases as : 2134265-2014-05037 and 2134265-2014-05264. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an intravascular ultrasound (ivus) in-service procedure. During the procedure, the physician attempted to perform pullback however, the bsc sled failed move in 3 out of 7 runs while being attached to the motor drive unit (mdu). Moreover, the mdu failed to perform automatic pullback on some runs. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined  (B)(4).